Event description:
It was originally reported that the pt experienced a loss of therapeutic effect. It was noted that she had good symptom relief during the trial but has not felt stimulations since the implant and was going to the bathroom every 2 hours. She also retained 6 oz of urine instead of her normally retained volume of 2 oz. She was at home and was re-directed to her healthcare professional. The pt visited her physician and met with the company representative for this event. She had surgery to fix the problem and was reported as no longer having problems with her device system.